Manufacturer narrative:
(B)(4). Date sent: 5/27/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished el5ml, with lot number a98v1t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic distal gastrectomy, after insertion through a 5mm port, when attempting to load a clip, clipping could not be performed. The device was removed from the port and the tip was checked, it was found that the clip was missing. The hospital was inserted again and attempted to load a clip, but the handle could not be squeezed. Upon checking the tip, it was found that the tip was broken. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.